Manufacturer narrative:
A2: the patient age at the time of this event is 7 decades. B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to dental bacteria. It was reported the patient was hospitalized for the event and was treated with unspecified antimicrobial drugs for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.